Event description:
Medtronic received information regarding a navigation system being used intra-operatively during an orbital decompression procedure. It was reported that the system was having difficulty tracking a registration probe. The probe would track as a red dot, but wouldn't fully show up on screen. During troubleshooting, the manufacturer representative (rep) ensured the appropriate instrument was added in the 'instruments' tab. The rep tried a different port on the breakout box (bob); issue seemed to resolve, or at least improve to the point where the surgeon felt comfortable moving forward. The likely cause of the issue was the bob. There was a less than one hour delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.